Event description:
It was reported, that the patient with this right ventricular (rv) lead had an infection. A revision procedure was performed. And the leads along with the device were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).